Event description:
A us distributor reported that an electrode belt was experiencing a service code 204. A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (service code 104 and download 203) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the j1, j101, j502 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.